Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, fatal error showed up after the machine boot up. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter state, initial reporter zip. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced a fatal error that showed up after the machine boot up. A technical support specialist (tss) dialed into the station, then launched the station medication application and the user was able to login with no issue/no lag, additionally the tss shrank the database. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, fatal error showed up after the machine boot up. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this incident.